Manufacturer narrative:
The customer¿s report of back check valve was confirmed. The set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Check valve was visually inspected under a microscope, the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of the backflow is due to an pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported back flow of oxaliplatin from a secondary IV line into the primary infusion bag. There is no report of patient harm.